Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 140 mg/dl at the time of incident. Customer stated that the insulin pump had a stuck button alarm and no significant event leading to stuck button was observed. Stuck button troubleshooting was performed and confirmed that the insulin pump button was not pressed down for 3 minutes or longer and it was not exposed to a change in altitude. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit passed leak test. Unit received with all buttons unresponsive and alarmed stuck button after battery installation, problem isolated to keypad assembly. Unit received connector properly connected. No damage or moisture damage on keypad assembly noted. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to unresponsive buttons. Unit received with minor scratches on case and minor scratches on lcd window.